Event description:
It was reported that during the farapulse pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the catheter into the faradrive steerable sheath clear, air bubbles were noticed during aspiration. When the catheter was outside the faradrive steerable sheath clear, no air bubbles were observed during aspiration. The attempts were repeated several times with the same observations. The procedure was completed using new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory (B)(6) 2025: gfe response received- pressure bag was used for irrigation, no leak or air in patient seen. A pigtail catheter & a 31 mm farawave had been inside the sheath prior to, and/or at the time, the air was observed.

Manufacturer narrative:
H3 device evaluated by MFR: visual inspection of the device noted no abnormalities. Inspection of the hemostatic valve identified of the hemostatic valves found the external valve torn on the outer face by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the farapulse pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of the catheter into the faradrive steerable sheath clear, air bubbles were noticed during aspiration. When the catheter was outside the faradrive steerable sheath clear, no air bubbles were observed during aspiration. The attempts were repeated several times with the same observations. The procedure was completed using new faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.